Event description:
During product evaluation by a service technician, a flo-gard infusion pump was found to have a damaged sensor board. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. The root cause of the damaged sensor board is unknown. No repairs were made to correct the reported condition as the referenced device has been removed from service. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. If any additional relevant information is received, a follow up MDR will be sent.